Event description:
It was reported that the images were not saving on the 2600 system. Also the keyboard was not working. No patient injury.

Manufacturer narrative:
The service rep could not duplicate the problem.